Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A surgeon's office reported that a vns patient was going to have full revision surgery. A consultant attended the surgery. Diagnostics were performed before the patient went to the or and the results were output current low, impedance: high , value >10,000. Both lead and generator were replaced. It is believed that the hospital will not be sending the explanted products back for analysis. X-rays were taken prior to surgery but not provided to the manufacturer for review. The patient did not have a fall or injury prior to their high impedance being attained. High impedance was first noted (B)(6) 2012. A malfunction against their implanted lead is suspected.